Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no adverse impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.